Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (death). (B)(4).

Event description:
The patient had a history of hyperlipidemia, diabetes and hypertension. Index procedure was prompted by unstable angina. During the index procedure the patient had one endeavor sprint drug eluting stent implanted in the rca. Approximately 3.5 months post index procedure the patient expired. The cause of death was unknown. The investigator has assessed that the event was not related to the device.